Event description:
A malfunction was reported with a code displayed as malf 16. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode before returning it. Additionally, the customer was informed to return the problematic pump using a prepaid label within ten days and acknowledged understanding of these instructions.